Event description:
Reporter stated that patient had been receiving elevated blood glucose readings (208 - 336 mg/dl, for the past week. Upon the advice of their physician, patient delivered additional insulin for each blood glucose result > 200 mg/dl. Reporter stated that patient was sweating, feeling dizzy, had a headache, and suspected they might be having a stroke. Reporter arrival, patient's blood glucose measured 41 mg/dl. Patient was transported to the hospital for additional treatment. At the time of the report, patient remained hospitalized. Reporter did not know what additional treatment patient had received, nor could she provide any details of patient's diagnosis. No controls had been run on the system. A request was made for the return of the suspect product, and replacement product was sent.